Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net; review of the transmission revealed the implantable cardioverter-defibrillator was in backup vvi mode. Patient was brought into clinic for check-up. Upon interrogation, it was noted that the device was in backup vvi mode. Device firmware was updated and reprogrammed to appropriate settings successfully. The patient was stable before, during, and after the changes were made.